Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the product misfired. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition. A bag with one malformed clip was received along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.